Event description:
Customer reportedly obtained a result of 236 mg/dl and 88 mg/dl on the compact plus system within 10 minutes. Customer drank a soda based on the results. No adverse event reported. Requested return of suspect system and replacement was sent.